Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1, d2, d4. D10 concomitant devices: (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t; (B)(6), 02-010-01-0220 - logic femoral ps cem left sz 2; (B)(6), 200-02-35 - three peg patella 35mm. Non-exactech instrument: g4, h4, h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10: pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2014, and then experienced revision surgical procedure on (B)(6) 2023 approximately 8 years and 1 month after initial implant. No images were provided. There is no device information provided. There is no other information available.